Event description:
The customer stated that she was taken by ambulance to the hospital as the result of hypoglycemia. The reported blood glucose reading was 27 mg/dl. Troubleshooting was performed and found that a bolus had been delivered that the customer did not remember programming. The self test passed. The customer declined to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.